Event description:
This device case, which does not involve an adverse event, reported by a healthcare professional, who contacted the company with a product complaint, concerns a male of unknown origin. The pt was taking an unspecified medication for treatment of an unknown indication. In 2007, the humapen ergo teal/clear pen body (lot 0406a03) was reported to have two broken engamement tabs and a broken cartridge holder. This humapen ergo, teal/clear pen body is associated with another device. The person operating the device was not known. It was unknown if the person was trained. It was unknown how long they had used this device model or the reported device. The device was returned to the company on 02/28/2007. Update 03/22/2007; on review of the cid ticket, the lot number and the date the device was returned to the company was added to the case; updated narrative and relevant fields.

Manufacturer narrative:
Investigation in progress.